Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for instability cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Event description:
As reported, this patient had an initial right tsa on (B)(6) 2022. The patient was revised on (B)(6) 2022 due to instability. The patient was last known to be in stable condition following the event. The device is not returning as it is against hospital policy.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 10099121311, a10012 - gps implant kit v2; 7216388, 300-30-07 - equinoxe preserve stem 7mm; 7219124, 531-55-88 - ergo gps 3.2mm drill kit sterile; a006145, 531-78-20 - shouldr gps hex pins kit; a026732, 320-15-05 - eq rev locking screw; a044129, 320-10-00 - equinoxe reverse tray adapter plate tray +0; a047191, 320-15-01 - eq rev glenoid plate; a051891, 320-20-00 - eq reverse torque defining screw kit; s277124, 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm; s336665, 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm; s339164, 320-42-00 - equinoxe reverse 42mm humeral liner +0; s369617, 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm.